Event description:
It was reported that patient performed a system controller exchange on (B)(6) 2025 for alarms that they did not recall. The event log for the exchanged system controller contained the onset of backup battery faults on (B)(6) 2025 at about 1:13pm. Following the onset of these alarms the log contained various alarms associated with a series of driveline disconnect/reconnects before final disconnect at 1:18pm. The system controller itself appeared to have been shut down at 4:34pm. Log files for the current system controller, were also sent for review. The event log indicated that the pump was connected and resumed normal pump operation with an emergency backup battery (ebb) fault active. The ebb fault was related to the end of service life. This fault appeared to resolve indicating the battery was replaced. Additionally, the log contained some low flow events on (B)(6) 2025. These flow readings were unrelated to any external equipment malfunction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stop events due to the disconnection of the driveline. The account attributed the disconnections of the driveline due to the patient performing their own controller exchange. Review of the submitted log file also confirmed low flow alarms; however, a specific cause for the events could not be conclusively determined through this evaluation. The controller event log files collectively contained events from 21nov2025 at 08:32:28 through 24nov2025. The file captured four pump stops due to driveline disconnects on 22nov2025. Each time, the driveline was reconnected, and the pump ramped back up to the set speed without issue. Additionally, a low flow hazard alarm was captured on 23nov2025, which was associated with an elevated pulsatility index value. The pump appeared to operate as expected while the driveline was connected. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook, are currently available. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.